Event description:
Home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of hp's automated peritoneal dialysis (apd) therapy. Per spouse, hp was utilizing two pt extension lines in combination with an integrated homechoice set. The pt line extension sets were not connected to the patient line of the integrated homechoice set until after the prime cycle had been completed. Tsc assisted spouse in ending therapy early. Hp completed therapy by setting up with new supplies. Per spouse, no pt injury or medical intervention was associated with this incident.